Manufacturer narrative:
A ge service representative performed an on site investigation. Replacement parts were ordered and customer approval is pending. No further repair information is available at this time.

Event description:
The customer reported that the system had a software failure and the workstation would not boot up. There is no report of patient injury.